Event description:
It was reported that during a low anterior resection procedure the device did not open. The device was fired an additional three times in an attempt to open the device. After this last firing the device opened and was removed manually. During the attempt to open the device, the anastomosis was compromised as the device cut through the staple line. The case was converted to an open procedure to repair the anastomosis. The patient is stable and recovering without any complications.